Manufacturer narrative:
Letter of recommendation from dentist states: "after thorough examination and consultation with the patient, I have determined that it is medically necessary to immediately cease all treatment with aligners due to the following clinical observations: persistent gingival bleeding during and after aligner use. Significant pain and inflammation directly associated with the aligner treatment. Potential risk of long-term periodontal damage if treatment were to continue. The patient reports having experienced these symptoms for several months and has independently discontinued use of aligners before this formal documentation due to the severity of discomfort and concern about oral health deterioration."

Event description:
A patient reported they experienced gums bleeding to the point where it damaged their nerves. The patient reported they were very sensitive to cold and hot now.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.